Manufacturer narrative:
The pump passed the self test, off no power, unexpected restart, rewind, prime and excessive no delivery alarm tests. The operating currents were within specification. The pump was received with a completely broken off reservoir tube lip. The pump was tested with a test reservoir and the test reservoir did not lock in place properly. Unable to perform the displacement, basic occlusion or occlusion tests due to the broken off reservoir tube lip. The pump had broken battery tube threads, a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, scratches on the reservoir tube window, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a piece of the insulin pump is broken at the reservoir compartment and the reservoir cannot stay in place. The customer indicated that their blood glucose reading was high but did not provide their blood glucose number. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.